Event description:
The customer reported that the system would not display images and displayed multiple communication errors. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an over the phone investigation. Technical support was provided to the customer. Repair details are unavailable, however, the customer reported the system is back in svc.